Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mni, mnh, kwp, kwq. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, the surgeon operated on the patient on (B)(6) 2014 to stabilize an l1 burst fracture, a t12-l2 posterior fusion with universal spine system (uss) dual opening was performed. The surgeon did not instrument the l1 level with screws, at some unknown time the construct began to pull out of the bone at the t12 level. There were no issues with the hardware besides the screws pulling out, the patient symptoms are unknown. On (B)(6) 2014, the surgeon performed the revision and removed the hardware. The surgeon then instrumented 2 additional levels cranial and caudal with uss dual opening-t10-l4 and placed larger diameter screws at l2 (7.0mm). New screw tracts at t12 were created with a pedicle finder and new 6.2mm screws were implanted along with new rods. The procedure was successfully completed with no reported delays. This is 2 of 2 uss screws present at t12 level. This is report 2 of 8 for (B)(4).